Event description:
It was reported that the probe of the device had failed. The devices were used during a hepatectomy. The probe was broken after procedure during transportation. The ptfe pad of the devices was partially separated. There was no pt injury reported.

Manufacturer narrative:
The device referred to in this report has not been returned to olympus for eval. The exact cause of the reported event could not be conclusively determined at this time. Olympus will continue to work with the user facility to obtain more detailed info regarding this report, and if new info is received at a later time this report will be updated.